Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his daughter was recently hospitalized with high blood glucose of over 600 mg/dl. Customer indicated that there was a kink in the insulin line while child was asleep and child woke up with diabetic ketoacidosis. Troubleshooting indicated that they would provide additional reservoirs for child. No further information was given.